Event description:
This customer reported that the pacing was not sensing properly. There was no negative pt impact.

Manufacturer narrative:
(B)(4): this customer reported that the pacing was not sensing properly. There was no negative pt impact. The complaint is still under investigation. A f/u report will be submitted once the investigation is complete.